Event description:
It was reported that during the procedure, this right atrial (ra) lead was tested after it was secured in place. The lead was not picking up any signals (undersensing) or delivering pacing. The testing cables and the programmer were switched; however, there were still no signals. The ra lead was then repositioned in the ventricle for further testing, however; the same issues were observed. Subsequently, the lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Despite numerous attempts to secure a product return, the device has yet to be received for further investigation. Should additional information become available, a supplemental report will be issued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, this right atrial (ra) lead was tested after it was secured in place. The lead was not picking up any signals (undersensing) or delivering pacing. The testing cables and the programmer were switched; however, there were still no signals. The ra lead was then repositioned in the ventricle for further testing, however; the same issues were observed. Subsequently, the lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.